Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator exhibited far r wave oversensing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the event was resolved without any intervention.